Manufacturer narrative:
This report is submitted on august 26, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement at MRI (1.5 tesla) on (B)(6) 2019. An revision surgery to exchange the magnet was completed on (B)(6) 2019. The implanted device remains.